Event description:
It was reported the variax2 dr plate was bent. Revision of the patient was performed.

Manufacturer narrative:
The reported event could be confirmed, since the post-operative deformation of the plate is visible on the received x-rays. The device inspection revealed the following: the visual inspection has shown that the plate is deformed between the 5th and the 6th hole. The received x-ray shows that this deformation occurred post-operative. There are also other deformations visible, the area of the oblong hole is slightly deformed and the head piece is bent downward, most likely caused during contouring. Because there are some dents at the plate surface visible that indicate intra-operative contouring of the plate. A dimensional inspection was performed and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The complaint has been reviewed by an medical expert with following result: "usually the stress should be reduced to normal movement without force (or limitation up to 1-2 kilograms) till consolidation is achieved. The deformation is only plausible with a second trauma like a new fall or a really high extension force." If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the variax2 dr plate was bent. Revision of the patient was performed.